Event description:
As reported, during percutaneous transluminal angioplasty of a shunt via upper arm approach, an advance 35 lp low profile balloon catheter's balloon ruptured and deflated at approximately six atmospheres, within an obstructed lesion. The vessel was reportedly calcified. The device was removed, and another unknown device was used to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9 corrected information: b5 = additional information was received 31mar2025 and inadvertently omitted from the initial MDR. H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 31mar2025 and inadvertently omitted from the initial MDR. The shunt was located in the upper arm. An unspecified inflation device was used to inflate the balloon, which was used with another manufacturer¿s 6-french sheath. The balloon was not inflated within a stent. A pinhole rupture is suspected, per the reporter. The balloon catheter and a wire guide were removed together, and another device of the same type was used to continue the procedure.

Manufacturer narrative:
B1, h1: upon completion of the investigation, it was determined that the complaint device did not rupture or have a pin hole. The returned balloon was able to be inflated, and it stayed inflated and did not leak. Review of the DHR, dmr, and investigation of the returned device suggests that the device was manufactured to specification. The investigation concluded that there was no defect in the complaint device, and there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.